Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s. Are. Manufacturing site evaluation: evaluation on going.

Event description:
Country of complaint: (B)(6). During intra operative surgery the scissors broke, the instrument is broken during intervention (a splenectomy) caused a longer operating time.

Manufacturer narrative:
(B)(4). Manufacturing site evaluation: visual (microscopic) investigation of the received device was completed. The inner surface of both blades shows traces of wear and corrosion. The breakage surface is corroded. The labeling of the scissors is almost unreadable and the gilded branches are very worn out, this indicates that the device is at least 5 years old. Corrosion and wear are typical evidence of insufficient lubrication. The failure is maintenance / user related. Stress corrosion is the root cause of the failure. No corrective or preventive action(s) are required.